Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01267. It was reported the patient's scs lead(s) migrated. The patient no longer has effective stimulation therapy. In addition, the patient experienced a fall. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01267. Follow-up identified, the patient had both of her scs leads explanted and replaced with new ones. The patient reported receiving effective stimulation therapy postoperative.